Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Analysis of the system logs show that there were no handle errors at the time of the reported event. The last connection of the adapter was successful and the user was able to enter fire mode. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a perineal proctectomy. While trying to fire across the rectum, the powered stapler had a flashing handle indicator. The surgeon attempted to fire the load in an articulated position, they heard a funny noise like something was cracking or breaking. The reload wouldn't continue to fire so they opened the jaws and removed the instrument. At the articulation point on the reload, the metal "loops" popped out. The adapter would not release the reload. They switched to a manual adapter with a new reload and fired the stapler across a different part of the tissue. The patient has no injury.

Manufacturer narrative:
Based on the additional information received, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a perineal proctectomy. While trying to fire across the rectum, the powered stapler had a flashing handle indicator. The surgeon attempted to fire the load in an articulated position, they heard a funny noise like something was cracking or breaking. The reload wouldn't continue to fire, so they opened the jaws and removed the instrument. At the articulation point on the reload, the metal "loops" popped out. The adapter would not release the reload. They switched to a manual adapter with a new reload and fired the stapler across a different part of the tissue. The handle has been used successfully on additional cases since this incident. The patient was alive with no injury.